Event description:
Report of pt in ER showing overdose symptoms. Instructed how to stop pump and access pump to remove medication. Follow up with hcp of record revealed "an inadvertent programming error was made. There was no malfunction of the pump." Pt was intubated prophylactically at the ER. Pt is doing fine now that error has been corrected.